Event description:
A malfunction alarm labeled as alarm 01 was reported by the customer. There was no additional information received regarding the impact on the customer's blood glucose level, as the customer declined to provide details. The customer was unable to resolve the issue by loading a new cartridge, leading technical support to decide on replacing the pump, which was still under warranty. The customer was instructed to initiate multiple daily injections as a backup insulin therapy and to return the faulty pump within ten days using a pre-paid label.